Event description:
It was reported via a call report from the cath lab that an incident occurred regarding the field safety alert (fsa). The staff wanted to clarify the report. The patient was having the intra-aortic balloon (iab) inserted for support if they stented the left main artery. The femoral site was accessed and the iab was inserted when it became stuck in the sheath. The physician removed the catheter and sheath together. There was not another insertion, for the decision to send the patient for open heart surgery (ohs) vs percutaneous coronary intervention (pci) was made. There was no patient death, injuries or complications. The patient was stable at the end of the call. The clinical support specialist (css) confirmed that they should continue to use the teflon sheath until they receive new product after mid november. The staff understood the fsa and the call was ended.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.